Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: investigation flow: functional. Visual inspection: the complaint devices impactor f/pfna blade (product code: 03.010.410, lot number: l862810) along with pfna blade was returned to cq west chester for investigation. The pfna blade will be investigated under (B)(4). The impactor was still attached to the pfne blade and had been nicked. Functional test: a functional test to remove the impactor and the pfna blade was performed. The lock and attach assembly on the impactor was stuck and could not be moved even after several tries. Hence, the pfna nail was stuck on the impactor. The complaint condition can be replicated during functional test. The complaint condition can be confirmed during physical device investigation. Dimensional inspection: a dimensional inspection was not performed as the internal components of the device could not be accessed without the destruction of the device. Document/specification review: based on the date of manufacture, the current and manufactured version of drawing were reviewed. Conclusion: the impactor shaft had become stuck to the pfna blade and could not be disassembled during functional test. Hence, the complaint was confirmed. A definitive assignable root cause could not be determined from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 03.010.410, lot # l862810, manufacturing site: (B)(4), release to warehouse date: 14may2018, supplier: synthes gmbh. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, it was noticed that the pfna blade could not be locked after insertion. The surgery was completed with 5-minutes delay. There were no patient consequences are reported. Concomitant device reported: unk - nails: pfna (part# unknown; lot# unknown; quantity: 1), unk- insertion instrument: trauma (part# unknown; lot# unknown; quantity: 1). This complaint involves two(2) devices. This report is for one (1) unk - screws: locking. This is report 1 of 2 for (B)(4).